Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-328a-1436: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward within the metal cap, is loose, and can rotate off center. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the fiber went into standby. The procedure was completed using a second fiber. ¿no damages to the patient¿ reported.